Manufacturer narrative:
The pump was returned for further investigation. During the evaluation the reported issue could be confirmed. It was found that bearing was rusted, and this led to a blocked motor shaft.

Event description:
See initial.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective patient pump. The technician replaced the pump to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message post-procedure. There was no report of patient injury.

Manufacturer narrative:
Through follow-up communication with the technician in charge for the repair, livanova deutschland learned that the reported issue is due to a mechanical problem, likely a bearing damage. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial